Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported noise on the right ventricular lead. The noise was seen when the patient moved the left arm across the chest. There was no evidence to suggest header/set screw problem therefore consultant decided to implant a new pace/sense lead. No patient complications have been reported as a result of this event.